Manufacturer narrative:
Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster inc.'s reference number (B)(4) has two reports: manufacture report for product code unk_navistar thermocool. Importer report number # (B)(4). Product code m490007 unk_smartablate generator.

Event description:
It was reported that a male patient underwent cardiac ablation procedure for paroxysmal atrial fibrillation with a smartablate¿ system rf generator (us) and a navi-star¿ thermo-cool¿ electrophysiology catheter and suffered atrioesophageal fistula requiring surgical intervention. The patient was admitted to (B)(6) hospital on (B)(6) 2018 at 06:18 to undergo cardiac ablation for his atrial fibrillation. Per the event log, at 08:10, the patient was in the ablation surgery area. This was also documented as the anesthesia start time. At 08:23 both groins were prepped and draped by registered nurse. The physician was noted to be present at 08:26 and the pre-procedure time out was called at 08:27. The sheaths were inserted, transeptal puncture was performed and cardioversion was accomplished at 08:45, converting the patient into sinus rhythm. No complications were noted at this time. A supraventricular arrhythmia was induced at 08:49 at the left atrium. The rhythm was observed to be atrial fibrillation. At 08:52, the pentaray catheter was positioned in the left superior pulmonary vein and wide area circumference ablation was started. At cardioversion rhythm. At 09:20 there was isolation of the left inferior pulmonary vein and left superior pulmonary vein during ablation. The catheter was then positioned in the right superior pulmonary vein and right inferior pulmonary vein. At 09:48, the flush bag was changed with 350 ml remaining, as 600 ml had infused via the ablation catheter. At 09:52, the first adenosine challenge was performed. Several more adenosine challenges were performed covering the left inferior pulmonary vein, left superior pulmonary vein, right superior pulmonary vein, and right inferior pulmonary vein. Pacing from all areas shows exit block. At 10:00, the intracardiac echocardiography (ice) catheter was removed, and no effusions were noted. At 10:14, the procedure was documented to have ended. Per physician¿s ablation summary at 10:02, "the ablation was successful. Electro- anatomic mapping was performed using carta (3-d). The catheter was positioned manually. Catheter guidance was performed using electroanatomic mapping. Radio frequency ablation was performed. The ablation catheter had an open irrigation cool tip. After the ablation, the ECG displayed sinus rhythm. There were no in-lab complications. Maximum temperature achieved: 33c. Average temperature maintained :21c. Total number of energy applications: 18. Duration of energy delivered:1840s. Maximum power delivered: 40 w. Minimum power delivered: 40 w. Average impedance 161 ohms." The physician¿s conclusion notes further stated, "successful ablation of paroxysmal atrial fibrillation (paf) via pulmonary vein isolation (pvi). Left atrium (la) size was slightly enlarged. Pvi required ablation in the carina on the left side and adenosine, voltage mapping and pacing confirmed pvi. During rapid posterior wall ablation on the left side, rapid esophageal heating was seen and high flow irrigation was performed with reduction in temperature increase. Ice and 3-0 mapping were utilized for the completion of the procedure. Immediately in the post-operative phase, the patient experienced lip and facial swelling and lidocaine jelly was applied. At 05:15pm, he was hypertensive at 150/100. At 07:04 pm, the lip swelling had improved, and the nurses were monitoring him. The following morning, the physician assessed the patient as ready for discharge and he was sent home. The patient began experiencing extreme chest pain, and contacted the physician's office 3 days later, on (B)(6) 2018. A medrol dose pack was prescribed, and the patient began taking the medication immediately. On (B)(6) 2018, according to the emergency department record at (B)(6) hospital, the patient presented with retrosternal chest pain ongoing for the past several days. The patient stated he had a recent ablation on (B)(6) 2018, and had been having complications ever since. The emergency physician noted that the patient had been seen on that day at physician¿s office. He had an echocardiogram, along with x-rays which were nondiagnostic for the worsening chest pain. While in the emergency department, the patient was assessed for pneumomediastinum, and ultimately diagnosed with esophageal perforation as a direct result of his cardiac ablation procedure. On (B)(6) 2018, the patient was taken to the operating room by another physician, with a cardiac surgery team on standby. He underwent a right thoracotomy, laparoscopic jejunostomy tube placement, laparoscopic gastrostomy tube placement, three field esophagectomy, and cervical esophagostomy. The pathology report identified a .5 cm diameter perforation in the esophagus that had clear communication to the internal surface of the specimen. Several of the surrounding lymph nodes were involved variably by acute inflammation and hemorrhage within the node and peri-nodal soft tissues. The final outcome is unknown. Based on the information available, bwi has assessed that this event needs to be reported under the ablation catheter and the rf generator. The exact model of the ablation catheter and the rf generator was not provided. Therefore, the event is conservatively being reported under a generic irrigated ablation catheter and radiofrequency generator.